Event description:
Report indicates that spigot would not fit through the center hole of an oxford unicompartmental phase 3 small spherical cutter assembly. The condition was identified after the surgery was already underway. The procedure was completed by malleting the spigot into the reamer, then reaming the distal femur.

Manufacturer narrative:
Evaluation found the returned device to be undersized. The part was examined under magnification and observed to have a slight burr or ledge inside the hole that is preventing proper clearance for the spigot to fully engage.